Manufacturer narrative:
Correction to section h device manufacturers only, field h6 device codes.

Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances measuring below 200 ohms on the right atrial (ra) lead channel which led to a lead safety switch. Upon in office review, a high pacing rate was noted, and reprogramming of the minute ventilation sensor vectors was performed. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited low out of range pacing impedances measuring below 200 ohms on the right atrial (ra) lead channel which led to a lead safety switch. Upon in office review, a high pacing rate was noted, and reprogramming of the minute ventilation sensor vectors was performed. No adverse patient effects were reported. This system remains in service.